Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed one complaint file found. The complaint issue cannot be confirmed related to manufacturing; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code(s) 4581 provided on the initial report needs to be removed as it should not have been indicated in the initial report. Also for health effect clinical code 4582 should be added. Field below updated: section h6: health effect clinical code: 4582 (captures no patient involvement / no harm). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that after insertion of the intraocular lens (iol), the surgeon asked for a vitrector. Patient left aphakic per surgeon. It was learned that the (pre-op visual acuity) w/correction = 20/80, pinhole 20/70-1. Postop (B)(6) 2021 w/o correction 20 @ 3 feet, pinhole 2400. No patient injury. No additional surgical/medical intervention performed or planned. The issue has not significantly affected the patient's ability to perform activities of daily life. Patient is doing very good. No other information was provided.